Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their g5 application would not stay open. Patient's husband stated that there were at least 20 other applications running in the background. Husband closed all applications including g5. He attempted re-opening the g5 app and it failed. He re-booted the phone, attempted re-opening the g5 app and it failed again. He then uninstalled the application, rebooted the phone, re-installed the application again and it stayed on. No additional event or patient information is available.